Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that the infection reported was only suspected, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a revision surgery was performed due to a suspected infection.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting. The information states that this event was already reported under report number 1020279-2019-02189, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.